Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been occasionally experiencing the ipg to become hot while stimulation is in use and during an attempt to recharge the device. The pt also reported experiencing a fall where he hit the ipg site. The pt is working with his physician to determine a resolution.